Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and bodily fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The ra lead exhibited placement difficulties, its helix failed to fully extend after 20 turns of the fixation tool, only retracted partially after 20 turns and dislodged during placement. The lead was extracted and replaced with an alternate. No adverse patient effects were reported.